Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent unknown procedure on unknown date and suture was used. During the opening of the package, it was noted that the product labeling was not integrate/complete. The package label was difficult to read. No patient consequence reported.

Manufacturer narrative:
Additional evaluation summary: there was no sample received for analysis. Only pictures and a video of the sample were received for analysis. Upon visual inspection of the picture and video, it could be observed samples with ease of opening resulting in a missing information at the label. However, no conclusion could be reached as the samples were not returned for analysis.